Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.